Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the customer had elevated blood sugar after using pen ndl 32g 4mm hp 100 box 1200 us. The following information was provided by the initial reporter: material no.: 320550, batch no.: 9036918. It was reported by the consumer that her blood sugar was elevated on (B)(6) after using the nano 2nd gen. Verbatim: from phone call on (B)(6) 2019 14:40:12: consumer called and noted updates - started using the 2nd generation on (B)(6) 2019. Noticed the blood sugars raised on (B)(6) on the night injection of (B)(6) she found prior box /supply of the 320122 and used this nano pen needles as also on (B)(6). She injects 4xs a day with new needle does flow check. Noticed 10/24 her blood sugars back in range. Consumer reported since she started using the nano 2nd gen, her blood sugar has been over 200. Stated, three days in a row, she had high numbers as a result of using 2nd gen. Wants to exchange them, stated she has two boxes and she is not comfortable using them. Stated, she was able to prime the 2nd gen but can't be sure she was getting her insulin because of high blood sugar. Did not seek medical. Consumer requested item number as her replacement, stated, when she used pen needles from original nano, her numbers were good again.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the customer had elevated blood sugar after using pen ndl 32g 4mm hp 100 box 1200 us. The following information was provided by the initial reporter: material no.: 320550; batch no.: 9036918. It was reported by the consumer that her blood sugar was elevated on (B)(6) after using the nano 2nd gen. Verbatim: from phone call on 2019-10-24 14:40:12: consumer called and noted updates - started using the 2nd generation on (B)(6) 2019. Noticed the blood sugars raised on (B)(6), on the night injection of 10/23 she found prior box /supply of the 320122 and used this nano pen needles as also on (B)(6). She injects 4xs a day with new needle does flow check. Noticed (B)(6) her blood sugars back in range. Consumer reported since she started using the nano 2nd gen, her blood sugar has been over 200. Stated, three days in a row, she had high numbers as a result of using 2nd gen. Wants to exchange them, stated she has two boxes and she is not comfortable using them. Stated, she was able to prime the 2nd gen but can't be sure she was getting her insulin because of high blood sugar. Did not seek medical. Consumer requested item number as her replacement, stated, when she used pen needles from original nano, her numbers were good again.